Event description:
Pt with end stage renal disease. Had dnr order. Undergoing inpatient hemodialysis through quinten catheter placed in right subclavian. The red tail of the catheter was clamped. The blue tail attached to a mcgaw clip adapter attached to an I-vac spec-sets administration set. On 10/9/98 at 5:40 am, night nurse found pt lying in pool of blood. She noted the administration set was not connected to the mcgaw clip adapter. Pt was breathless and pulseless. Dnr - no CPR initiated. No autopsy, but death appeared to be hastened by exsanguination.